Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the device¿s main keypad assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control has determined that the cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy.

Event description:
The customer contacted physio-control to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver defibrillation energy. There was no patient use associated with the reported event.